Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during inspection of the device, the nozzle and the air/water tube of the duodenovideoscope had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and foreign material was observed in the nozzle, air/water channel, and the air/water cylinder. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, although foreign material was confirmed, the specific material could not be identified. There were no device abnormalities that could have led to the residual foreign material. In addition, it was confirmed that reprocessing of the device was conducted properly. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿chapter 3 - preparation and inspection section 3.3 inspection of the endoscope section 3.8 inspection of the endoscopic system.¿ this supplemental report includes a correction to b5, d5, e1, and g2 from the initial medwatch. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the insertion of the endoscope for a therapeutic feeding tube placement procedure, air could not be delivered. The endoscope was replaced which reportedly caused a slight delay. However, there was no patient harm, nor impact to the procedure. It was confirmed that the device was inspected prior to use.